Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: deformation is observed in the gel. No further actions are required as the device was implanted. Clarification to device evaluation: event of capsular contracture received after analysis was performed. Further analysis has been requested and will be submitted upon completion. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Device analysis lab received a left side device for capsular contracture, baker grade unknown. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later confirmed capsular contracture baker grade iii.